Event description:
It was reported that suture placement in the left common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 16f and the tavi procedure was completed. Reportedly post procedure, upon tightening the sutures after successfully advancing the knots to the vessel wall, significant blood oozing was found. A simple cut-down (widening the nick and spread) was performed, and hemostasis was achieved using manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The first proglide device has been captured as a non-complaint product experience.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.